Event description:
Customer reports, a technologist rec'd a needlestick injury when pulling the venting unit out from a septi-chek bottle. The bottle had incubated for 7 days and displayed a strong resistance when trying to remove the venting system from the bottle. The tech jerked back and stuck the thumb on the left hand with the portion of the unit that was in the bottle. The culture in the bottle was negative. The pt was placed on a needlestick protocol, tested for human immunodeficiency virus and hepatitis. Gamma globulin and hepatitis vaccine were administered after the event.